Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used in a sacrospinous fixation procedure on (B)(6) 2013. During preparation, prior to loading the suture, the device was tested and the carrier did not retract properly. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual evaluation of the returned device found that the device cage had been bent. Specifically, the two central ribs were bent to the sides. Functional evaluation found that the carrier was actuated three times and it extended without any problem. Then it was actuated (deployed) three times with the suture and the cage could not catch the needled due to the central ribs being bent. Review and analysis of all available information indicated the most probable root cause for this event was ¿handling damage¿. It is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure encountered (cage bent) thereby the circumstances under which the suture and the cage could not catch the needled may have been cause due to the central ribs being bent. Additionally, during the manufacturing process the units are inspected in order to avoid the failure reported. However, there is no control on how devices are handled in the field. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used in a sacrospinous fixation procedure on (B)(6) 2013. During preparation, prior to loading the suture, the device was tested and the carrier did not retract properly. The patient's condition at the conclusion of the procedure was reported to be stable.